Event description:
On (B)(6) 2025, a healthcare provider (hcp) requested additional training due to concern over the user¿s low blood glucose (bg) events. Review of the user¿s report showed frequent announcements of breakfast as ¿less¿ and possible inappropriate meal announcements. Follow-up calls were made on (B)(6) 2025 to gather more information on low blood glucose (bg) and blood glucose questions (bgqs) and to schedule additional training (at). No response was received after three attempts, and the case was closed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.